Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer (con). It was reported that the battery issue began on 2019-01-10 and was due to a knee replacement. They tried to recharge, but it wasn¿t charging. The issue was not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device was off and not holding the battery. No patient symptoms were reported and there were no complications. Indications for use are non-malignant pain and rsd/causalgia-complex regional pain syndrome.